Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a revision of tibial components after the patient experienced left knee instability and patella subluxation. No additional information was provided for evaluation. The patient current health status is unknown. Without the requested information, the root cause of the reported symptoms cannot be concluded and the patient impact beyond the reported revision can not be determined. Therefore, no further clinical/medical assessment can be rendered at this time. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, fit/sizing issue or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient experienced left knee instability and patella subluxation. This adverse event was treated by a revision of the tibial components on (B)(6) 2018. Patient outcome is resolved.